Event description:
There was no report of patient harm. This event occurred at the time of during use. Image gets blurry (water drops in the image).

Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.